Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion located in the mid right superficial femoral artery that was non tortuous, heavily calcified and 80% stenosed. The vessel was diamondback as well. Reportedly, the 5.0x150mm armada balloon ruptured between 5-7 atmospheres [nominal pressure was not reached] during the first inflation; blood and loss of indeflator pressure was noticed. Another shorter unspecified balloon was used to continue the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.